Manufacturer narrative:
.

Event description:
It was reported that the patient passed away. The patient's neurologist reported that he had no information regarding the patient's death. An online obituary stated that the patient passed away at home. The funeral home reported that the death certificate indicated that the cause of death was valvular heart disease. The relationship of the death to vns is unknown. The funeral home reported that the patient was buried and the device was most likely not explanted. It was reported that the facility only explants devices for cremations. Attempts to obtain additional relevant information have been unsuccessful to date.